Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that this right ventricular (rv) lead exhibited a drop in pacing impedance measurements from 600 ohms to 140 ohms since the pt has began exercising. Additionally no noise was able to be reproduced with isometrics. No adverse pt effects were reported. A request for add'l info was sent to the local area field rep. At this time no add'l info is available and our records indicate this lead remains in service. Should add'l info become available this report will be updated.